Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B)(4) was found to have an intermittent pt pulse continuity when the cables were flexed near the distribution node. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: eval of electrode belt (B)(4) has been completed. The belt was found to have intermittent pt pulse continuity when the cables were flexed near the distribution node. The cause of the pt pulse positive continuity being intermittent was broken wires with in the distribution node. The red and white wires were found to have faulty solder connection, resulting in an open circuit. The root cause appears to be an assembly error. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any problems with it.